Event description:
Previous medwatch submission noted capsular contracture baker grade unknown. Upon further information, abbvie has determined that the event of capsular contracture did not occur. The event of rupture remains valid and reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown", "deflation" and "exchange from textured to smooth due to the patient concern of the implant". Healthcare professional later confirmed capsular contracture "not noted". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe. As per the investigation procedure were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, d4, d9, e1, g1, h3, h6.

Event description:
Healthcare professional reported left-side "capsular contracture baker grade unknown", "rupture" and "exchange from textured to smooth due to the patient concern of the implant". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "rupture".